Event description:
A 24 mm diameter x 14 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were successfully implanted in a male pt for endovascular treatment of an abdominal aortic aneurysm on 5/2/2002. A zenith aortic cuff was successfully implanted in june or july of 2002 to seal the top of the aneursym. The pt is reported to be doing well.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that a follow-up computerized tomography scan performed in 2002 demonstrated that the stent graft had slipped down into the aneurysm sac. Medical intervention is required to seal the top of the aneurysm. No further info is available at this time.